Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer 03 and 04 was not opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 03 and 04 was not opening when the user tried to issue medication. A technical support specialist (tss) remoted in and found that drawers 03 and 04 were highlighted yellow in the populate buttons menu and were not responding. A field service engineer (fse) identified that medbank zones 03 and 04 drawers were not opening to dispense medication. Upon inspection of the back panel, no light activity was observed on both drawers. The fse initially replaced the main controller board and rebooted the station; however, the device failed to power on due to a faulty component. Further troubleshooting isolated the issue to the top drawer 03 controller board, which was replaced. The drawer was reinstalled, all cables were reconnected, and light activity was restored. Medbank support was contacted to assist with configuration, and both drawers were successfully configured. The station was rebooted, and the user was able to access the device without any issues. All tests were completed successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.